Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 8/1/2025, the beta bionics ilet user's mother reported repeated low glucose alerts from the ilet device while actual blood glucose (bg) readings were in the elevated range. A fingerstick measurement confirmed bg levels in the 300s, while the ilet was displaying alerts for critical lows. The user calibrated the sensor, which then began displaying bg values consistent with the fingerstick. However, false low alerts continued even after calibration. A brief sensor issue alert was also noted on the device, and logs showed five such alerts on the same day. It was determined that these sensor issues were likely causing the false alerts. The user was advised to replace the dexcom g7 sensor and follow up if issues persisted. No symptoms, external assistance, or medical intervention occurred.